Event description:
Patient called alleging inaccurate high readings on the lfs meter. Patient compared meter to a lab reading. Lab result was 119mg/dl and lfs meter read 158mg/dl. Tests were done less than or equal to 10 minutes from one another. The difference between the two results were greater than 20mg/dl or 20% customer service found out that patient's test strips were damaged. Test strips have not been opened longer that the expiration date. Customer service was unable to resolve the issue and sent patient a new vial of test strips and a new meter.